Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. Programming adjustments were made; however, the issue did not resolve. A review of the recipient's test data indicate impedance issues; despite device testing within normal limits. Revision surgery is under consideration.